Manufacturer narrative:
The customer reported that the cns (central nursing station) primary hard drive failed. The customer is sending in the hard drive to be re-imaged. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nursing station) primary hard drive failed.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central nursing station) primary hard drive failed. The customer is sending in the hard drive to be re-imaged. The hdd has been reimaged and configured per customer request and has been sent back to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Hard drive reimaged and configured.